Event description:
The patient reports he is no longer receiving stimulation and his ipg has been nonfunctional for the past six months (reference MFR. Report: 1627487-2013-19498). In addition, the patient reports he has been experiencing pain at the ipg site that has gradually worsened and he feels as if the ipg is protruding and the pain increases with movement.the patient requests the ipg be removed. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to remove the ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.